Event description:
It was reported that during a bph surgical procedure an "error of the surgeon" and detachment of a portion of the fiber was noted. No other information was provided. A "delay in taking action" was noted as a consequence. No harm to the patient reported.